Event description:
Received a call from, 77 year old (B)(6) has been using 3612 , moderate go between cleaner, for years. In the last 2 months she has noticed that the entire stem is coming out of the holder. She decided to call this last time because she seen that there is an issue. Since she bought another batch of them and they seem to be getting worse. She has always bought them at walmart; however, her call now is re: a 10 pack, she has used 3 so far and the 3 fell out of the handle at the root, the last one getting stuck in between her teeth. She had to use plyers to remove it out of her teeth. There was no injury involved.